Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation; however, the plunger, suture, link, needles and cuffs were not returned with the device; which limited the scope of the investigation. The reported cuff miss was not confirmed. The analysis of the returned device revealed the guide tube was severely bent at the posterior needle slot. Also, the guide was cracked but remained unseparated at the posterior needle slot. Based on visual inspection and functional testing of the returned device components, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, a cuff miss occurred. Two additional proglide devices were attempted, one at a time, with the same result. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient height reported as (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices are being filed under separate medwatch report numbers.